Event description:
It was reported by service report that the siderail was broken away from the frame exposing sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.